Event description:
A peritoneal dialysis nurse reported a leak during the patient's treatment. The source of the leak was a line on the patient's tubing set, which had a gash that was about 3/8" long. No fluid got on the cycler. The patient feels fine but was given prophylactic antibiotics as a precaution. The patient's effluent remained clear. Sample was available.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. A supplemental report will be submitted upon completion of the plant's investigation.